Event description:
It was reported to philips that the c-arm was moving in the opposite direction than selected by the customer. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned coronary treatment. The procedure was completed as planned by flipping the switch on the geometry module. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm was moving in the opposite direction. Upon troubleshooting actions, rse identified that the switch under the geometry module was inadvertently flipped. The rse advised the customer to adjust the switch to the correct position. After flipping the switch, the system was returned to use in good working order.